Manufacturer narrative:
The customer's meter was returned for investigation. The returned meter was tested using retention test strips of the complaint strip lot and a high level control. Testing results: qc 1: 2.6 inr, qc 2: 2.5 inr, qc 3: 2.5 inr. The obtained qc values were in the allowed range. All measurements were without error messages. The maximum difference between measurements was 4.0%. No information was provided in the complaint case that would point to a cause for the result discrepancy. The result of 2.5 inr alleged by the customer was not observed in the meter memory. Retention test strips (lot 286323) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 286323) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable master lot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Event description:
The customer complained of questionable inr results for 1 patient that was tested on two different coaguchek xs meters. All of the following results were from the same patient during the same medical appointment and were obtained within 7 hours of each other. The specific times of testing were not provided. The initial result from meter serial number (B)(4) was 2.5 inr. Within 5 minutes from a separate fingerstick, a different operator, and using the same meter ((B)(4)) and inr result of 2.8 inr was obtained. From meter serial number (B)(4) an inr result of 2.8 inr was obtained. The result was from the first drop of blood. From meter serial number (B)(4) an inr result of 3.4 inr was obtained. This result was from the same finger and the same fingerstick as the previous result. The customer did not apply the first drop of blood. The patient's therapeutic range was 2.0 - 3.0 inr. There was no allegation of an adverse event. The patient has no hematocrit concerns, is on no other blood thinners than coumadin, and does not have antiphospholipid antibodies. The customer stated that they routinely wipe away the first drop of blood. The customer was advised to use the first drop of blood to test instead of wiping it away. The meter and test strips were requested for investigation. The investigation is currently ongoing.